Event description:
It was reported that this was a bilateral arteriotomy closure. Closure of the right common femoral artery was done using the pre-close technique via an 8f dilator hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the prostyle suture was noticed to be frayed upon deployment. The suture of an additional prostyle device was successfully pre-placed. The sheath was upsized to a 7f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. A prostyle suture was deployed on the left common femoral artery after an 8f sheath hole. The suture was also noticed to be frayed upon deployment. Hemostasis was achieved using the same suture. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported split/frayed suture could not be determined. Factors that may contribute to split/frayed suture include, but are not limited to, an interaction of the device with patient anatomy where the suture got pushed over the posterior side of the guide tube edge as it tract during deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.